Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately six weeks post implant, the patient complained that something had changed. It was also reported that subsequent chest x-ray showed that the right ventricular (rv) lead had dislodged. The rv lead was explanted and replaced. The replacement rv lead insulation was cut by the physician to retain access during the procedure as vessel was partially occluded. No further patient complications have been reported as a result of this event.